Manufacturer narrative:
(B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
It was reported that on merlin remote monitoring, noise was seen on the ventricular lead. The lead was capped and replaced on (B)(6) 2016. The procedure went well with no adverse event to the patient.